Event description:
The customer reported that while the unit was in use on a pt, the unit generated a system failure and shut down. The unit displayed an error code 55 (68020/6809 sync failure entering system config mode) in the error log. The pt was switched to another unit and therapy was continued. No pt injury was reported.